Event description:
Pt was revised to address femoral loosening. It appeared that the cement did not adhere to implant (not depuy cement).

Manufacturer narrative:
Eval was not possible, as the prod was not returned. A search of the complaint database did not reveal any reports against the mfg lot. The investigation could not verify or draw any conclusions about the reported device loosening; however, provided info indicated the cement was likely contributing factor. The cement is not depuy MFR. No evidence was found suggesting prod error was a contributing factor and the need for corrective actions not indicated. Depuy considers the investigation closed at this time. Should the prod and/or add'l info be rec'd, the investigation will be re-opened.